Event description:
Procedure: total abdominal hysterectomy. Reportedly, the surgeon tried to use the ligasure atlas20 device to seal tissue, and it did not seal. The tissue bled. The surgeon tried several times, but could not get a good seal with the device. The surgeon sutured the vessel to complete the case. Tried again, several times, still would not work. Surgeon had to suture to complete case. No injury.